Event description:
It was reported that the device failed volumetric accuracy test. Re-tested 3 times and values fall around 11.10ml - 11.20ml. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Functional testing was unable to duplicate the reported problem. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.